Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges pin on barrel of crossbrace for rails is no longer holding rail up in place.